Manufacturer narrative:
Troubleshooting information was provided. External cleaning and visual inspection was done and no fluid was found. The system was checked due to it shutting down and the equipment had a burned smell. It was noted that the failure was identified to be the ups. It was noted that the ups was removed and the equipment remained in services. Codes b01, c02 and d02 are applicable.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system turned off after it was started up. No patient was present at the time of the event. It was reported that the system was plugged in to a regulated outlet and was working normally when it turned off. The likely cause was suspected to be that the uninterruptable power supply (ups) was not working as plugging the central processing unit (cpu) directly to the wall allowed it to turn on normally. The event has yet to be resolved.